Event description:
Customer reported unexpected negative results on the echo for a patient sample with a history of anti-jka. The sample was run in tube with peg using panoscreen. The sample was 1+ at ahg for cell I (heterozygous for jka) and cell ii ( homozygous for jka). No transfusion reactions were reported as a result of this negative reaction.

Manufacturer narrative:
Reactivity of the jka antigen was confirmed on retention crrs(3), lot r037 and crrid, lot ID 111, used by the customer at the time of the event. The customer returned crrs(3), lot r037 and crrid, lot id111, but they were expired. Therefore, no testing was performed.the returned sample was tested with retention crrs(3), lot r039 on an in-house echo. The sample exhibited equivocal results with cell I, jk(a+b-) and no reactivity with cell iii, jk(a+b+). The jka antigen was confirmed on retention crrs(3), lot r039. The sample was tested by tube hemagglutination with retention panoscreen I, ii and iii, lot 04238 using immuadd as the potentiator. A room temperature incubation was included. The sample exhibited very weak reactivity macroscopically/microscopically posiitive with jk(a+) reagent red cells only at the indirect antiglobulin test.